Event description:
This study patient underwent carotid stent implantation and during the index procedure had an episode of hypotension. This patient with unknown medical history underwent pta of the left internal carotid artery described as non-calcified, non-tortuous and 80% stenotic. Pre procedure consisted of aspirin, argatroban hydrate, cilostazol and clopidogrel, and intra-procedure medication consisted of heparin sodium. Ephedrine hydrochloride was administered for blood pressure support on the day of the procedure. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unknown balloon. After the stent was placed in the target lesion, the patient's blood pressure dropped. Ephedrine hydrochloride was administered to the patient and his blood pressure returned to normal. According to the physician, this likely occurred due to carotid sinus reflex by stent placement.

Manufacturer narrative:
This patient with identification case was admitted without neurological symptoms. The target lesion was the left internal carotid artery. There was no calcification or vessel tortuosity, and the rate of stenosis was 80%. The lesion diameter 2mm and 30mm long, diameter where the angioguard was placed was 3.37mm. The blood pressure at pre-procedure was 122/82mmhg, post-procedure: 106/56mmhg. Act at pre- procedure: 122/sec, and act during the procedure was 300/sec. Pre procedure consisted of aspirin, argatroban hydrate, cilostazol and clopidogrel, and intra-procedure medication consisted of heparin sodium and ephedrine hydrochloride for the day of the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13416903 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13416903. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 40% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the information suggests that vessel and procedural issues may have contributed to the reported event. This is one of two product used during the same procedure on the same patient, which is associated with mfg report # 1016427-2009-00116.